Manufacturer narrative:
Philips service replaced the defective f12 fuse and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system fails to boot and the clock was stuck at 00:00 on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.